Event description:
It was reported that prior to starting a da vinci si surgical procedure a frayed cable was found on a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint' however for clarification, the nonconformance were broken pitch cables. Both pitch cables were broken at the instrument wrist. Both cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.